Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 515 mg/dl. Customer did not report any symptoms or treatment related to high blood glucose. The customer stated that insulin pump had multiple motor error alarm in the history but however could able to rewind the insulin pump. Drive support cap appears to be normal. Customer did not report motor position encoder alarm. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.